Manufacturer narrative:
Device evaluated by MFR: the device was returned stuck inside the rotalink burr and could not be removed. Upon inspection, and it was noted that the body was kinked in the middle of the device, and near to the proximal section of the rotalink. Also the distal section end was found kinked. Dimensional inspection revealed overall length and the middle of the device could not be measured due to the device condition. The distal tip and the proximal section was within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 10-feb-2017. A rotawire was received with no reported issues. However, device analysis revealed that the burr became stuck on the rotawire.